Manufacturer narrative:
Pt age: the exact patient age is unknown; however it was reported to be over 70 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6), 2013. According to the complainant, during the procedure, when the physician was attempting to pass the mesh leg through the sacrospinous ligament, he felt more resistance than usual and noticed the mesh fell off. The needle broke from the suture staying inserted in the cage of the capio device. The mesh was not inserted through the sacrospinous ligament at all. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that blood residue present on the mesh assembly. One lead suture was broken, frayed, dart not returned. The handle of the capio suturing device was cracked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that one similar complaint exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2013. According to the complainant, during the procedure, when the physician was attempting to pass the mesh leg through the sacrospinous ligament, he felt more resistance than usual and noticed the mesh fell off. The needle broke from the suture staying inserted in the cage of the capio device. The mesh was not inserted through the sacrospinous ligament at all. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event.